Manufacturer narrative:
(B)(4). The customer reported condition was confirmed during sample evaluation. One actual defective sample and seventy-nine companion samples were returned to the plant for evaluation. The returned units were visually checked and no issue was detected. The returned samples were push-pull tested in the laboratory and the traction tests confirmed that four sets showed tube disconnected from the chamber. No further testing was performed. The assignable root cause of the reported condition is unknown. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional relevant information be received, a follow-up medwatch will be submitted.

Event description:
The customer returned an additional dehp free solution administration set with injection site and 3-way stopcock for evaluation. During hand push-pull test, it was noticed that the tube was disconnected from chamber in this additional companion sample. There was no patient involvement as the condition was discovered during evaluation. There was no patient injury or medical intervention necessary. No additional information is available.